Event description:
It was reported the patient received the following results within 15 minutes: 222 mg/dl @ 01:00pm on (B)(6) 2025, 98 mg/dl @ 01:02pm on (B)(6) 2025. 123 mg/dl @ 03:00pm on (B)(6) 2025, 379 mg/dl @ 03:02pm on (B)(6) 2025. 341 mg/dl @ 03:00pm on (B)(6) 2025, 141 mg/dl @ 03:02pm on (B)(6) 2025.